Manufacturer narrative:
The manufacturer previously received information alleging a cpapdevice's sound abatement foam became degraded and caused an unspecified illness. The patient did receive medical intervention and reported to have been hospitalized. In previous report, section b5 was incorrect. Correct b5 should be - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging visualization of particles and unspecified illness. The patient did receive medical intervention and reported to have been hospitalized. The device was returned to the manufacturer's product investigation laboratory for investigation.the manufacturer also received humidifier. An internal visual inspections of the device and humidifier was completed by the manufacturer and found keratin-like contamination was present on the blower box outlet, hair like contamination was observed on the humidifier air outlet, inside humidifier air outlet, in the humidifier enclosure, on the drybox seal, and on the back panel connector. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination of hair and keratin found were inconsistent with the device and humidifier. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, d10, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused an unspecified illness. The patient did receive medical intervention and reported to have been hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.